Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to pelvic pain, bleeding, urinary disturbances, patient underwent mesh removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a vaginal hysterectomy and rectocele repair due to genital prolapse and pelvic relaxation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent posterior colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, nocturia, recurrence of the vaginal bulge, and straining to void.

Event description:
It was reported that following insertion the patient experienced frequency, urgency, nocturia, recurrence of the vaginal bulge, and straining to void.